Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter hmx autoloader analyzer. The instrument was also failing differential backgrounds and latron controls when the leak was noticed. The volume of the leak was about 50 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and goggles at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment. No discrepant results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on 04/17/2013 to evaluate the instrument. The fse found a hole in the tubing through the pinch valve (pv43). The pv43 controls the drain for the waste chamber (vc1). The fse replaced the tubing which resolved the issue. The fse also noticed that the light scatter sensor had been damaged by the leak. The fse replaced the light scatter sensor and the instrument ran passing on all backgrounds and controls. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).